Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4 batch #: x7020c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad melted, 100% present and properly attached to the clamp. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. No relax pressure on blade alert screen was displayed at any time during analysis. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7020c, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, approximately 2 minutes after opening and beginning to use product, gen11 displayed error message (¿relax pressure on blade¿). Upon opening jaws and inspecting device, tissue pad was found to have melted/fallen off. No negative patient impact, and procedure not extended longer than 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.